Manufacturer narrative:
(B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that continu-flo solution set "snapped off" leaving the male end in the female luer lock of the secondary access solution set. This occurred during disconnection of the device. There was no report of patient injury or medical intervention associated with this is an event. No additional information available.